Manufacturer narrative:
H3, h6: it was reported that the polarstem modular head for 21000662 (75023711) was damaged during the cleaning process; it broke partially. The device, used in treatment, was not returned for investigation. Therefore, a relationship between the reported event and the device cannot be confirmed. Furthermore, no batch number was communicated. Therefore, the production documentation could not be reviewed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A complaint history review was conducted. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Based on the available information a thorough investigation cannot be conducted and the root cause of the reported issue remains undetermined. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No further actions are deemed necessary. If the reported device or additional information become available, this investigation will be reopened. Smith and nephew will monitor this device for further similar issues.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that, the polarstem modular head for 21000662 was damaged during cleaning process. Partial break. No case reported; therefore, there was no patient involvement.